Event description:
Additional information received indicated that 3 days following the valve implant dizziness presented. No treatment was reported. The dizziness was reported as possibly related to the procedure. Per the physician, the balance disorder was not related to the valve and was possibly related to the valve implant procedure. At the 30-day follow-up the patient reported the dizziness had worsened since discharge and had not resolved. No treatment reported.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, the post-procedure electrocardiogram (ECG) showed left bundle branch block (lbbb). No treatment was performed for the lbbb, and it resolved the following day. ECG performed two days after implant showed no lbbb and a small qrs of 98 milliseconds (msec). Per the physician, the lbbb was not related to the valve and was probably related to the valve implant procedure. One day following the implant of the valve, the patient experienced weak feeling in their legs when mobilizing. Computed tomography (CT) of the brain was performed and showed no signs of ischemia or bleeding. Prolonged hospitalization was required, and the event had not yet resolved. Per the physician, the balance disorder was not related to the valve and was possibly related to the valve implant procedure.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: {(B)(6)}; product type: {delivery catheter system (dcs)}; implant date: {na}; explant date: {na}. Product ID: {l-evolutfx-34}; product lot/serial number: {(B)(6)}; product type: {compression loading system (cls)}; implant date: {na}; explant date: {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 d4: UDI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that 36 days following the valve implant, the patient was still experiencing imbalance, especially when the patient was tired. The patient felt that their right leg and foot had less strength, which gave the patient a feeling that the patient could fall. At approximately six months following the valve implant, the balance problem was still present but was slightly improved. At the six-month follow-up visit, the patient¿s dizziness and lightheadedness were still present for brief moments; for example, they occurred when standing up and looking to the right or left.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. D. Suspect medical device full UDI # h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, the post-procedure electrocardiogram (ECG) showed left bundle branch block (lbbb). No treatment was performed for the lbbb, and it resolved the following day. ECG performed two days after implant showed no lbbb and a small qrs of 98 milliseconds (msec). Per the physician, the lbbb was not related to the valve and was probably related to the valve implant procedure. One day following the implant of the valve, the patient experienced weak feeling in their legs when mobilizing. Computed tomography (CT) of the brain was performed and showed no signs of ischemia or bleeding. Prolonged hospitalization was required, and the event had not yet resolved. Per the physician, the balance disorder was not related to the valve and was possibly related to the valve implant procedure. Additional information received indicated that 3 days following the valve implant dizziness presented. No treatment was reported. The dizziness was reported as possibly related to the procedure. Per the physician, the balance disorder was not related to the valve and was possibly related to the valve implant procedure. At the 30-day follow-up the patient reported the dizziness had worsened since discharge and had not resolved. No treatment reported. Additional information indicated that 36 days following the valve implant, the patient was still experiencing imbalance, especially when the patient was tired. The patient felt that their right leg and foot had less strength, which gave the patient a feeling that the patient could fall. At approximately six months following the valve implant, the balance problem was still present but wasslightly improved. At the six-month follow-up visit, the patient¿s dizziness and lightheadedness were still present for brief moments; for example, they occurred when standing up and looking to the right or left. Additional information was received to report the patient participated in two months of physiotherapy starting three months following the valve implant procedure until five months post-operative.